Event description:
It was reported that the pt experienced dizziness, headaches and unspecified vision changes. The position of the pt's pump had also changed and was now hitting their pelvic bone. The hcp told the pt to take over the counter pain medication to manage the pain from the position of the pump. The pt had concerns regarding the advice and info that had been provided by the hcp. The pt was attempting to work through some insurance issues and was trying to find a new hcp. Four days later, it was reported that the pt's health took a "drastic turn" over the weekend. The pt was prescribed cymbalta which caused severe neuropathy and caused them to "detox". The pt was having problems walking and required use of a cane. The pt felt they were "overdosing" and felt "wired". The reporter believed the pump was not working correctly and that this was an emergency situation. The pt was at home at the time of the report and did not want to go to the emergency room "because in the past they have done nothing for her". Later, the reporter indicated they would find a ride to the emergency room if necessary. The reporter stated her family did not believe she was sick. Final pt outcome was not reported. Three days later, the pt experienced vertigo, exaggerated rebound spasticity and muscle rigidity. The reporter believed the symptoms were caused by cymbalta withdrawal. The pt had been in contact with new providers/clinics and was awaiting further direction. The reporter also indicated that an alarm was heard; the pt planned to go to the emergency room to have the pump checked. Four days later, the pt felt dizzy and blacked out in the morning. Additional symptoms were later reported included: tingling in her limbs, legs and arms; disorientation, lightheadedness; and like she had "an electrical current going through her body". The pt experienced an underdose and withdrawal. The pt was pain free. The pt presented to the emergency room in 2009. An x-ray was taken and revealed no tears or clots in the catheter. The pump event logs did not show any alarms or other issues. The pt was given oral baclofen to manage the symptoms. The hcp believed the new antidepressant and hormone cream 'gave the pt issues'. At the time of this report, the pt was at home, upset, and afraid that she was going to get sicker or pass out. The pt was scheduled to see a new hcp in the next day.